Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and required maintenance. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height legacy drawer 6 was not detected on bus. A field service engineer removed the jar and noticed the flat flex cable damaged. Then the field service engineer replaced the flat flex cable to resolve the issue. Additionally, removed dust under top cover. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter e-mail: (B)(6).